Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump had audio vibrate anomaly. Customer states that self test was performed during the tone test it was found that insulin pump was beeping. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone feature on the pump functioned properly during testing.